Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer hold down the instrument arm clinch button to switch the camera to "below" mode and turn the instrument drive in the direction of the arrow, but it did not return. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.